Event description:
Customer reported multiple intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and additional assistance was deemed unnecessary.